Event description:
Death. Pci was performed on a 99% de novo mid-lad stenosis of 20mm in length in a 2.5mm diameter vessel. The eccentric (b2) lesion had irregular contour and little to no calcification. Thrombus was absent. Pre-dilation was performed at 12 atm before deploying two over-lapping cypher stents (lot #'s unk) as follows: one 2.5/13mm at 12 atm and one 2.5/8mm at 12 atm, both with a satisfyinig result. There was no residual stenosis and timi iii flow was recorded both pre and post-procedure. There were no procedureal complications. The pt was discharged 2 days later; discharge medications included plavix for 6 months and permanent asa, statins and beta-blockers. Telephone follow-up 23 days later revealed no angina. On-going medications included plavix, asa, statins, beta-blockers and insulin. There were no adverse events or new coronary procedures. Fifty-two days later an adverse event (mace) was recorded and described as "cardiac death" from "other cause." As reported in the database the "pt reported to have died of heart failure. Info from the pt's family member." The event was reported to be unrelated to the device and the procedure.